Event description:
It was reported that at a patient¿s appointment the patient¿s device showed low output current message. At first this was believed to be expected as they had increased the patient from 3.0ma to 3.25ma. Systems diagnostics were within normal limits. Ohms law calculation was applied indicating that with the given impedance the output current should be able to be delivered. No additional information has been received to date.

Event description:
The internal data of the generator was reviewed. It was determined that the low output current was present during both a programming event and a system diagnostics. The log file data from the tablet was reviewed for communication failures during the time of the event, but none were identified during the patient's session, ruling out communication issues that could lead to false low output messages. No further relevant information has been received to date.